Event description:
Patient reported through company representative "rupture". This record is for the left side. Device was explanted. It is unknown if the device will be returned.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.reason for reoperation: rupture.